Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was alarming button error and buttons are unresponsive. Customer's blood glucose was 7.4mmol/l. Customer reported he went to the hospital when asked if he recalled any significant events that may have caused the device to alarm. Customer was not sure how much the device was exposed to the rain. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.